Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem t:slim pump user guide indicates that the humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours.

Event description:
It was reported that the customer's blood glucose level was elevated (458 mg/dl). Customer administered a manual insulin injection and called health care provider. System check was performed with tandem technical support and pump performed as intended. Customer stated that cartridge had been in use for three days. Customer changed out cartridge and infusion set to resolve the issue.